Event description:
It was reported that during a device replacement procedure, the physician noted noise and low, out-of-range pacing impedance measurements (<200 ohms) from the newly implanted device. The physician explanted the replacement device and a new device was implanted. However, this device also exhibited low impedance and noise. It was hypothesized that the cause was electromagnetic interference (emi). The patient was moved and the all the measurements were within range. At this time, the device remains implanted and no additional adverse patient effects were reported. The explanted replacement device is expected for analysis, but has not yet been received.

Event description:
It was reported that during a device replacement procedure, the physician noted noise and low, out-of-range pacing impedance measurements (<200 ohms) from the newly implanted device. The physician explanted the replacement device and a new device was implanted. However, this device also exhibited low impedance and noise. It was hypothesized that the cause was electromagnetic interference (emi). The patient was moved and the all the measurements were within range. At this time, the device remains implanted and no additional adverse patient effects were reported. It is unknown if the explanted device will be returned for analysis.